Event description:
Pt status post acf three (3) level plate and screw implantation, c4-5, c5-6, c6-7, returned to surgeon for three (3) month post op visit. An x-ray taken showed the left superior screw backing out of the plate. Surgeon noted the pt was asymptomatic. The hardware has not been removed. This is three of three reports for this event.

Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Subject device has not been explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no occlusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review could not be requested.